Manufacturer narrative:
Continuation of d10: product ID 978b1 lot# unknown serial# implanted: explanted: product type lead product ID 3560022 lot# unknown serial# implanted: explanted: product type extension product ID a521 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient today and the device is working normally.

Manufacturer narrative:
Product ID: 3560022, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt started stage 1 trial on last friday ((B)(6) 2023). The pt was programmed so that they were below paresthesia perception. The pt showered on monday ((B)(6) 2023) and there was a dressing change and caller stated that it appeared that everything got wet at that time--there was no perceived change in stimulation at this time as the pt was programmed below perception. The pt went to make an adjustment on tuesday night  ((B)(6) 2023) to turn stimulation up and it was found that communication could not be established between programmer and ens. The rep was with pt today and noted that they tried two different enss but they were encountering same set of issues: they can establish stimulation perception for the pt on the 'place lead' screen but when they attempted to program they saw 'test stim cable cannot be used in this workflow'; when they tried to exit workflow they saw 'invalid cable'. Technical services asked and caller reiterated that they had correct components/configuration. The caller stated they will not replace anything at this moment but the conversation with the doctor has centered around potentially replacing the extension. Technical services  to follow up with caller with further guidance if there is anything--technical services speculates possible component integrity issue from water. To note, caller states they were following same steps as she did when trial started on friday and at that time there were no issues.